Manufacturer narrative:
Concomitant medical product: product ID: addrl1 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was inactivated and a new implantable pulse generator (ipg) system was implanted on the right side of the patient. No patient complications have been reported as a result of this event.